Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent an obgyn procedure on (B)(6) 2019 and suture was used. During closing the abdominal wall the suture breaks several times. The surgery was delayed by 15 minutes. Another suture was opened to complete the procedure. There were no adverse patient consequences reported.